Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2017. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR # 2134265-2018-04246. It was reported that stent thrombosis and restenosis occurred. In 2002, an express 2 coronary stent delivery system was implanted. Fifteen years later, the stent was "clogged up" and another stent was implanted. In (B)(6) 2017, a synergy¿ stent was implanted in the patient and one year later, the stent was totally blocked and occluded with a blood clot noted. A balloon was used to opened it up. No further patient complications were reported.